Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 10: a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 10: when disconnecting the red side from the needle on the saline line, the needle was not puncturing the membrane correctly which led to the need to lose and wiggle the end to get the membrane punctured. If they disconnected it to far it would suck air up in the line while performing rinse back. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.